Manufacturer narrative:
Pump received with no(act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and motor position encoder error alarm due to buttons not responding. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. Customer¿s blood glucose reading was noted to be 345 mg/dl and customer stated that it was due to steroid injections. Customer did not want to troubleshoot the high blood glucose readings. Customer stated that the alarm occurred after giving herself a bolus and during rewind. It was noted that the customer was unable complete the rewind sequence on the insulin pump or clear the error alarm. The drive support cap was noted to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.